Event description:
It was reported that the implant was unable to expand after insertion. Removing and adding new cage took an extra 10 minutes with no impact to the patient.

Manufacturer narrative:
Without the device being returned to life spine, we are unable to determine root cause.